Event description:
It was reported by the sales rep that the 4-40 stud on the handpiece was broken off. No case details were provided. No patient consequence. No device to be returned.

Manufacturer narrative:
Date sent: 11/6/2006. H4: information is unavailable; device was not returned for evaluation.